Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room due to high blood glucose on (B)(6) 2016. The customer's blood glucose value at the time of the incident was in the 300 mg/dl. She stated she had not eaten and blood glucose level was high. The customer was wearing the pump at the time of the hospital visit. The customer was monitored for a couple of hours and sent home without treatment. She was advised to return if blood glucose went over 400 mg/dl. The customer also reported having sensor reading discrepancies the day of the call. Blood glucose value was 171 mg/dl and sensor was reading 253. The customer also mentioned she bumped the sensor site into a table, but did not think the sensor was pulled out. Blood glucose at the time of the incident was 202 mg/dl. The devices will not be returned for analysis.